Event description:
It was reported that prior to a balloon intervention procedure, a shaft break occurred. As the 2.75x15mm maverick 2 balloon was opened the shaft was found broken upon removal from the hoop. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).